Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the lifevest. The patient's skin irritation was blistered and bleeding. It is unknown if the patient received medical intervention. Follow up with the patient was attempted but unsuccessful. The patient's medical outcome is unknown.